Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device intermittently did not discharge energy when the discharge button was depressed. There was no pt involvement in the reported malfunction.